Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/8/2023. H3 investigational summary: the product received for analysis was identified as product code w9915. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of one needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The second needle was bent and had a crack; however no additional analysis was performed on it since the crack surfaces were not open. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle detached from the suture while performing wound closure. Another 1 piece from the same lot was opened but the same issue happened. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that one detached needle that pertaining to product code w9915 was received. In order to evaluate the conditions of the returned sample, it was observed the needle was broken at the swage area. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation for the needle breakage. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-06397. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.